Event description:
It was reported that; the patient had migration of the peek cage, and loosening of screws.

Manufacturer narrative:
Product code: kwp. Common device name: spinal interlaminal fixation orthosis. Catalog# 482318560. Date of implant: (B)(6) 2014. Date of explant: (B)(6) 2014. Method: device history review, complaint history review, risk assessment; result: device history review indicated all devices released into final stock met specifications. Device evaluation could not be performed as no items were returned. Complaint history review indicated there have been no other similar complaints for this reported lot. Conclusion: the event could not be confirmed nor the root cause of the reported event determined because no device and/or insufficient information was provided for review.

Event description:
It was reported that; the patient had migration of the peek cage, and loosening of screws.